Event description:
This rptr, who was recently diagnosed with type ii diabetes, allegedly purchased a new retail kit which contained a glucometer, 100 test strips, a calibrator bar, a lancing device, 10 lancets, literature, and a carrying case. Later at 2:30 am, during some quiet time after an evening out, rptr opened the retail kit to get familiar with the product. Rptr noticed that one package of strips was opened, the bag containing the lancet device was opened, and that the lancets were in the bag but didn't think anything of it. While examining the lancing device, rptr received a puncture wound in the palm from an allegedly used lancet which was already in the device. After the injury, rptr examined the bag containing the lancets and found only nine of them plus the lollipop cover off another lancet. Rptr also emptied the box of strips out and found a used bloody strip. Rptr cleansed the puncture with alcohol and went to the emergency room where rptr received an injection of h big and was tested for hiv.